Manufacturer narrative:
The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer repaired the unit by replacing the battery. Unit passed required tests and is ready for use.

Event description:
Customer reported the unit died in the middle of transport; battery only lasted about eight minutes. The customer reported that the device was in clinical use at the time the issue was discovered, but there was no patient harm.